Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure the maestro foot switch was defective. The procedure was cancelled and the patient was sedated when this happened. No patient complications were reported.